Event description:
Report is for pt 11 of 11. The 1.7 inr with protime system vs 3.5 inr with unspecified reference lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed. MFR conclusions: no conclusion can be drawn.